Event description:
The dental implant fx5008swc was removed on (B)(6) 2019 due to loss of osseointegration 2 years and 1 month after implantation. The patient has history of diabetes. The doctor noted local infection during explantation. The patient has recovered without complications.